Event description:
The set was received as an unexpected return with previous complaints of smartsite leak, valve stick-down. Documented on outer package stated; " incident report done ke".

Manufacturer narrative:
This was an unexpected product return from the customer with previous complaints of smartsite needle-free valve leak, stick down, and blood in the smartsite body. Only blood inside the smartsite body was confirmed. Visual inspection was performed on the smartsite to look for defects such as cracks or deformations. The smartsite was received with traces of blood inside the connector. Visual inspection of the valve observed there was blood only between the valve's clear body and piston. No leak or stickdown was observed or replicated with the received smartsite during testing. O functional testing of priming, infusion and pressure testing found no other anomalies with the received smartsite. Dimensional analysis on both the male and female luer ports was performed and the values measured were all within iso standards. O the cause of fluid in this entrainment (fluid pulled between the smartsite valve body housing and piston) area of the smartsite valve was due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve. Per the dfu (directions for use) instructions, when using the needle-free valve, fluid may be observed between the housing and blue piston. This fluid does not enter the fluid path and requires no action.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's ages and dob's were not provided, however; the event reportedly occurred in pediatrics; therefore, it is presumed that the patient was a child.

Event description:
The set was received as an unexpected return with previous complaints of smartsite needle-free valve leak. Documented on outer package stated " incident report done ke"